Manufacturer narrative:
The investigation is ongoing.

Event description:
Gore was notified by the physician that he has a patient who had incisional hernia repair with gore dualmesh biomaterial approximately three years ago. The physician reported the patient has had multiple interventions due to persistent recurrent seroma. No lot number or patient info was provided to gore.